Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable and has therefore been downgraded. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that piston syringes were not maintaining their suction during usage, and the liquid was pouring back out. The complainant noted "you have to put your thumb in the ring and keep the tip of the syringe upward after the solution has been drawn in order that the liquid could stay in the syringe. That¿s too much maintenance." The complainant further went on to say that the devices were used correctly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that piston syringes were not maintaining their suction during usage, and the liquid was pouring back out. The complainant noted "you have to put your thumb in the ring and keep the tip of the syringe upward after the solution has been drawn in order that the liquid could stay in the syringe. That¿s too much maintenance." The complainant further went on to say that the devices were used correctly.